Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2021-(B)(6) 2021. Device evaluation: product evaluation was not performed because the product was discarded. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no additional complaint folder has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon explanted an intraocular lens (iol) from the patient's operative eye due to complaint of vision by power implanted. Another johnson & johnson lens (same model and unknown diopter) was implanted as a replacement. Surgeon has no issues with lens other than issue with patient complaint of vision. No further information is available.

Manufacturer narrative:
Additional information was received by performing follow-up stating that the vision was off and patient was complaining about overall vision both reading and distance vison. No pre-existing condition affected the patient. Surgeon also confirmed patient was thrilled with 20/20 uncorrected. All issues were resolved as it was just a refractive surprise as patient was status post lasik. Replacement lens used was zxr00 21.5d. Correction required as the complaint turns out to be not reportable based on the information received from surgeon stating a replacement lens of same model and greater than one diopter difference was used indicating a calculation error with no issues from jnj product. Hence, this MDR correction report being submitted. There will no longer be any further reporting under MFR report number 3012236936-2022-00093. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.